Event description:
Tip reportedly broke off in pt. Doctor didn't notice missing tip until pt had post-op bleeding. Pt was taken back to surgery and two pieces of tip were found in bladder and retrieved.